Event description:
It was reported that the infusion for volume of 1417.5ml was to infuse over 24 hours at 59.1ml/hr. Infusion documented to start @ 17:54 on (B)(6) 2021. Infusion documented as ended @ 14:54 on (B)(6) 2021. Infusion should have finished @ 17:54 on (B)(6) 2021. The infusion ended sooner than expected, therefore was an over-infusion and the customer requested a log review to check for errors. There was no reported patient impact.

Manufacturer narrative:
The customer¿s report that the infusion ended sooner than expected could not be confirmed or replicated during this investigation. The customer requested a log review to check for errors. The received pcu event log, which contains detailed programming information, showed no log entries/events during the reported event date or any infusion being programmed. A review of the available pump module (B)(6) event log (noted to have been connected to the received pcu (B)(6)) for the programming details on the reported event date of (B)(6) 2021 from the last time the reported rate of 59.1 ml/h was programmed to infuse shows at 6:04 pm that an infusion was programmed for an unknown drug at a rate of 59.1 ml/h and vtbi of 1337 ml (calculated infusion of 22 hours and 37 minutes) which was started. From 10:18 pm to 11:32 pm, there were two instances of air in line alarms occurring however the infusions were able to be restarted almost immediately with the second instance having the flow stop open for 14 seconds before the infusion was started. The next day, (B)(6) 2021, from 5:27 am to 1:33 pm, there were three instances of either air in line or patient side occlusion alarms occurring however the infusions were able to be restarted almost immediately and ending with an air in line alarm. 10 minutes later at 1:43 pm, the channel off key was pressed. At 2:49 pm, the pump module was powered on/attached. One hour later at 3:49 pm, an infusion was programmed for an unknown drug at a rate of 200 ml/h and vtbi of 50 ml (calculated infusion of 15 minutes) which was started and completed as expected. At 4:12 pm, the channel off key was pressed. From 4:16 pm to 4:19 pm, the pump module was powered on/attached and the channel off key was pressed. There was no further infusion noted from the pump module. The inspection and testing process performed on the pump module found no existing malfunctions. It is unknown why the pump module was initially channeled/powered off a few hours prior to its expected infusion completion. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s report that the infusion ended sooner than expected could not be identified in this investigation. Sample inspection: the inspection process performed on pump module (B)(6) found it to be in good condition. Log analysis results: the received pcu event log, which contains detailed programming information, showed no log entries/events during the reported event date or any infusion being programmed. A review of the available pump module (B)(6) event log (noted to have been connected to the received pcu (B)(6)) for the programming details on the reported event date of (B)(6)2021 from the last time the reported rate of 59.1 ml/h was programmed to infuse shows at 6:04 pm that an infusion was programmed for an unknown drug at a rate of 59.1 ml/h and vtbi of 1337 ml (calculated infusion of 22 hours and 37 minutes) which was started. From 10:18 pm to 11:32 pm, there were two instances of air in line alarms occurring however the infusions were able to be restarted almost immediately with the second instance having the flow stop open for 14 seconds before the infusion was started. The next day, (B)(6) 2021, from 5:27 am to 1:33 pm, there were three instances of either air in line or patient side occlusion alarms occurring however the infusions were able to be restarted almost immediately and ending with an air in line alarm. 10 minutes later at 1:43 pm, the channel off key was pressed. At 2:49 pm, the pump module was powered on/attached. One hour later at 3:49 pm, an infusion was programmed for an unknown drug at a rate of 200 ml/h and vtbi of 50 ml (calculated infusion of 15 minutes) which was started and completed as expected. At 4:12 pm, the channel off key was pressed. From 4:16 pm to 4:19 pm, the pump module was powered on/attached and the channel off key was pressed. There was no further infusion noted from the pump module. Test results: timed rate accuracy test was performed on the pump module (B)(6). The device was found to be delivering fluid within specification. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear failed to engage the safety clamp when the door was opened on three of the ten (10) test trials; however the device did alarm appropriately. This is not believed to have contributed to the reported overinfusion event. Test methods: 1503-001-006-r (timed rate accuracy), 1503-001-029-r (alaris system over infusion test method). Device history review: a review of the pump module device history record showed the device had a manufacture date of 03/28/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the infusion for volume of 1417.5ml was to infuse over 24 hours at 59.1ml/hr. Infusion documented to start @ 17:54 on (B)(6) 2021. Infusion documented as ended @ 14:54 on (B)(6) 2021. Infusion should have finished @ 17:54 on (B)(6) 2021. The infusion ended sooner than expected, therefore was an under-infusion and the customer requested a log review to check for errors. There was no reported patient impact.

Event description:
It was reported that the infusion for volume of 1417.5ml was to infuse over 24 hours at 59.1ml/hr. Infusion documented to start @ 17:54 on 3/13/21. Infusion documented as ended @ 14:54 on 3/14/21. Infusion should have finished @ 17:54 on 3/14/21. The infusion ended sooner than expected, therefore was an over-infusion and the customer requested a log review to check for errors. There was no reported patient impact.